Event description:
It was reported that the pump occasionally did not display a full charge and was not charging as effectively as before. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.